Manufacturer narrative:
One photo was taken by the customer that confirms the failure. One sample was returned for investigation. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The bd clinical team has been made aware of the issue and can provide additional instructional material for proper loading of the alaris pumps. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by customer that bubble in the tubing.